Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy bleeding") and menorrhagia ("prolonged menses") in a 44-year-old female patient who had essure (batch no. A66682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular and adenomyosis. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and insomnia ("insomnia"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and the first episode of dyspareunia ("pain during intercourse"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, 2 years after insertion of essure, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and the first episode of mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines"), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia"), the second episode of dyspareunia ("dyspareunia"), abdominal distension ("bloating"), headache ("headaches"), rash ("rashes-skin breakout"), weight increased ("weight gain"), uterine leiomyoma ("uterine fibroids"), ovarian cyst ("ovarian cyst") and the second episode of mood swings ("mood swing"). The patient was treated with diazepam (valium), surgery (total hysterectomy (uterus and cervix removed) - with bilateral salpingectomy), surgery (ablation / d and c) and surgery (underwent a partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, alopecia, fatigue, migraine, abdominal pain lower, depression, vaginal haemorrhage, dysmenorrhoea, the last episode of dyspareunia, abdominal distension, headache, anxiety, rash, weight increased, insomnia, ovarian cyst and the last episode of mood swings outcome was unknown, the abdominal pain, female sexual dysfunction and uterine leiomyoma had resolved, the back pain had not resolved and the procedural pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, rash, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of dyspareunia, the first episode of mood swings, the second episode of dyspareunia and the second episode of mood swings to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain,dysmenorrhea, uterine fibroids,abdominal pain¿. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received: the event rash or skin condition updated as skin breakout,ovarian cyst,mood swing added. Concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy bleeding") and menorrhagia ("prolonged menses") in a 44-year-old female patient who had essure (batch no. A66682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular and adenomyosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and insomnia ("insomnia"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and the first episode of dyspareunia ("pain during intercourse"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, 2 years after insertion of essure, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines"), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia"), the second episode of dyspareunia ("dyspareunia"), abdominal distension ("bloating"), headache ("headaches"), rash ("rashes"), weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with diazepam (valium), surgery (underwent a partial hysterectomy to remove the essure coils), surgery (ablation), surgery (ablation / d and c) and surgery (underwent a partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, alopecia, fatigue, migraine, abdominal pain lower, depression, vaginal haemorrhage, dysmenorrhoea, the last episode of dyspareunia, abdominal distension, mood swings, headache, anxiety, rash, weight increased and insomnia outcome was unknown, the abdominal pain, female sexual dysfunction and uterine leiomyoma had resolved, the back pain had not resolved and the procedural pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, pelvic pain, procedural pain, rash, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dysmenorrhea, uterine fibroids, abdominal pain.¿ most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease were added.lot number added. Updated suspect drug indication. Events vaginal bleeding, apareunia, dysmenorrhea, dyspareunia, bloating, mood swings, headaches, anxiety, rashes, weight gain, uterine fibroids, insomnia and abdominal pain were added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy bleeding") and menorrhagia ("prolonged menses") in a 44-year-old female patient who had essure (batch no. A66682 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular and adenomyosis. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and insomnia ("insomnia"). In may 2013, the patient experienced alopecia ("hair loss") and the first episode of dyspareunia ("pain during intercourse"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, 2 years after insertion of essure, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and the first episode of mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines"), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia"), the second episode of dyspareunia ("dyspareunia"), abdominal distension ("bloating"), headache ("headaches"), rash ("rashes-skin breakout"), weight increased ("weight gain"), uterine leiomyoma ("uterine fibroids"), ovarian cyst ("ovarian cyst") and the second episode of mood swings ("mood swing"). The patient was treated with diazepam (valium), surgery (total hysterectomy (uterus and cervix removed) - with bilateral salpingectomy), surgery (ablation), surgery (ablation / d and c) and surgery (underwent a partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, alopecia, fatigue, migraine, abdominal pain lower, depression, vaginal haemorrhage, dysmenorrhoea, the last episode of dyspareunia, abdominal distension, headache, anxiety, rash, weight increased, insomnia, ovarian cyst and the last episode of mood swings outcome was unknown, the abdominal pain, female sexual dysfunction and uterine leiomyoma had resolved, the back pain had not resolved and the procedural pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, rash, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of dyspareunia, the first episode of mood swings, the second episode of dyspareunia and the second episode of mood swings to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 23-may-2013: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain,dysmenorrhea, uterine fibroids,abdominal pain¿ most recent follow-up information incorporated above includes: on 16-jul-2018: quality department confirmed lot number a66682 is invalid - no update of ptc investigation will be performed. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy bleeding") and menorrhagia ("prolonged menses") in a 44-year-old female patient who had essure (batch no. A66682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular and adenomyosis. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and insomnia ("insomnia"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and the first episode of dyspareunia ("pain during intercourse"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, 2 years after insertion of essure, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and the first episode of mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines"), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia"), the second episode of dyspareunia ("dyspareunia"), abdominal distension ("bloating"), headache ("headaches"), rash ("rashes-skin breakout"), weight increased ("weight gain"), uterine leiomyoma ("uterine fibroids"), ovarian cyst ("ovarian cyst") and the second episode of mood swings ("mood swing"). The patient was treated with diazepam (valium), surgery (total hysterectomy (uterus and cervix removed) - with bilateral salpingectomy), surgery (ablation), surgery (ablation / d and c) and surgery (underwent a partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, alopecia, fatigue, migraine, abdominal pain lower, depression, vaginal haemorrhage, dysmenorrhoea, the last episode of dyspareunia, abdominal distension, headache, anxiety, rash, weight increased, insomnia, ovarian cyst and the last episode of mood swings outcome was unknown, the abdominal pain, female sexual dysfunction and uterine leiomyoma had resolved, the back pain had not resolved and the procedural pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, rash, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of dyspareunia, the first episode of mood swings, the second episode of dyspareunia and the second episode of mood swings to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were reported via social media pelvic pain,dysmenorrhea, uterine fibroids,abdominal pain¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), menorrhagia ("prolonged menses"), fatigue ("fatigue"), migraine ("migraines"), abdominal pain lower ("cramping"), depression ("depression") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a partial hysterectomy to remove the essure coils) and surgery (underwent a partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, alopecia, dyspareunia, menorrhagia, fatigue, migraine, abdominal pain lower and depression outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, back pain, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and procedural pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.